Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, guide wire breakage occurred. The 90% stenosed progressive lesion was located in the extremely calcified right coronary artery (rca). The tip of the 325cm rotawire floppy guide wire broke off in the patient and lodged in the distal posterior left ventricular (plv) branch. The tip was prolapsed. During removal of the rotablator burr and on fluoroscopy, it was noted that the guide wire had separated. Approximately 1cm remains in the patient and no attempt to remove the wire fragment was made. The burr did not come in contact with the wire. The procedure was completed with another rotawire. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, guide wire breakage occurred. The 90% stenosed progressive lesion was located in the extremely calcified right coronary artery (rca). The tip of the 325cm rotawire floppy guide wire broke off in the patient and lodged in the distal posterior left ventricular (plv) branch. The tip was prolapsed. During removal of the rotablator burr and on fluoroscopy, it was noted that the guide wire had separated. Approximately 1cm remains in the patient and no attempt to remove the wire fragment was made. The burr did not come in contact with the wire. The procedure was completed with another rotawire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received with its original pouch. Visual inspection revealed kinks along the body and the distal tip was damaged. The visual and tactile inspection was performed and revealed a fracture at approximately 328.6cm from the proximal end. The missing portion was not returned. The device was kinked at med section. All the outer diameter measurements are within the specifications. The portion fractured was sent for analysis. The fracture on the spring tip occurred due to a torsion overload and the fracture on the corewire occurred due to a fatigue event followed by a tension overload. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).